Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they have been having trouble connecting to the implant patient stated the other day she got a message that it is not working right and she should call and get a new one. Pt mentioned that the communicator would not light up when she was trying to connect. Patient service specialist walked patient through connecting to her implanted device and patient reported seeing message 201. Patient service specialist asked when this message started and patient stated that she has not been watching it that close so does not know. Patient stated that she thought the ins battery would last for 5 years. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.